Event description:
It was reported that the patient had a (B)(6) infection with vegetation. The bi-ventric ular defibrillator system was explanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: d224trk bi-ventricular defibrillator 2009-(B)(6); 5076-45 implantable pacing lead 2009-(B)(6); 419478 implantable pacing lead 20 09-(B)(6). This device was included in the field action. Based on the information received and without the return of the product, it could not be determined if this device performed as described in the field action. (B)(4).